Event description:
The hospital reported that when the vasoview hemopro 2 was removed from the box, the tip of the device appeared to be broken. A replacement device was used to complete the procedure. The hospital did not report any patient effects; as the device was never used on or around patient.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review could not be performed as the product lot number is unknown. (B)(4).